Event description:
Spontaneous report. Pt reporting pump issue - she set up everything and going to start her infusion but pump did not work and stuck at one place. She reported spring inside the pump broke - pump is 10 year old [unknown if (B)(6) shipped; unknown lot/serial# or expiration). Replacing defective pump, no missed dose or adverse event reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.